Event description:
Following several yrs of pain and multiple problems following breast implants rptr was diagnosed with and is being treated for: fibromyalgia and chronic fatigue syndrome. Rptr has also had to have carpal tunnel surgery and suffers insomnia. Since many tests, including blood, x-ray, MRI have ruled out other problems such as arthritis rptr believes problems stem from "silicone bleed" of breast implants.